Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
It was reported that the patient was having constant low flow alarms despite low flow software installation on both controllers. The patient underwent a heart transplant on (B)(6) 2022. No further information provided.

Manufacturer narrative:
Manufacturer's investigation conclusion: the evaluation of heartmate 3 lvas, serial number (B)(6), confirmed a kink in the sealed outflow graft which could have contributed to the reported low flow alarms. (B)(6) was returned assembled with the pump cable was severed approximately 14.5¿ from the pump header. The remainder of the pump cable and the modular cable were not returned. The sealed outflow graft and the sealed outflow graft bend relief were returned attached to the device, and the outflow graft clip was not returned. The apical cuff was returned and engaged to the cuff lock. Upon removal of the bend relief, a kink was observed, with tissue ingrowth between the graft and the bend relief in this location. Tissue accumulation was present around and within the deformation (outside of the blood flow path), suggesting that the graft had been deformed for an undetermined period of time while the device was supporting the patient. Upon disassembly of the returned pump, examination of the blood-contacting surfaces revealed no developed depositions or thrombus formations that would have contributed to a flow or functional issue. Visual inspection of the pump rotor and rotor well did not reveal any obvious surface scratches or defects. The lvad event and periodic log files retrieved from the returned device appeared to capture the device functioning as intended. (B)(6) was cleaned, rebuilt, and functionally tested on a mock circulatory loop. The device operated as intended and in accordance with manufacturing specifications. Heartmate 3 lvas IFU (rev. C) is currently available. The section entitled ¿alarms and troubleshooting¿ explains all system alarms and the recommended actions associated with them. The surgical procedures section of the hm3 IFU contains information on preparing the sealed outflow graft and explains how to attach the sealed outflow graft to the aorta. The attaching the sealed outflow graft to the pump subsection instructs the user to verify that the graft is not twisted or kinked by checking the position of the black line on the graft above and below the bend relief and ensuring that the line is straight. The de-airing the pump subsection explains that when the pump is in place and the sealed outflow graft anastomoses is completed, residual air must be completely evacuated from the device blood chamber prior to initiating device activation. When de-airing is completed, slide the bend relief over the metal fitting of the sealed outflow graft toward the locking screw ring until it engages into place. This section warns that failure to connect the bend relief so that it is fully and evenly connected can allow kinking and abrasion of the graft, which may lead to serious adverse events such as low left ventricular assist device flow and/or bleeding. The IFU addresses damage due to wear and fatigue of the driveline and includes driveline care instructions. The patient handbook contains a section on ¿caring for the driveline¿, including checking the driveline daily for signs of damage (cuts, holes, tears). The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The relevant sections of the device history records for the percutaneous lead were also reviewed and showed no deviations from manufacturing or quality assurance specifications. The implant kit was shipped to the customer on 14jun2018. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. The manufacturer is closing the file on this event.